Event description:
Eluvia restenosis program: it was reported that the patient underwent a revascularization procedure 272 days following the index procedure. On (B)(6) 2022, the patient underwent an atherectomy procedure to treat atherosclerotic peripheral vascular disease with claudication. The target lesion was located within the left superficial femoral artery (sfa) and p1 popliteal artery. Retrograde access was obtained to the right common femoral artery. Using imaging guidance, a catheter and guidewire were positioned across the area of stenosis. A non-bsc filter wire was positioned in the p3 popliteal artery. Mechanical atherectomy in the left sfa and popliteal artery was then performed using a jetstream catheter. Percutaneous transluminal balloon angioplasty was then performed using an unknown balloon along the length of the sfa and p1 popliteal artery. Follow-up imaging demonstrated suboptimal results. Balloon angioplasty was repeated, but no significant change was noted. Transcatheter stenting was then performed at the p1 popliteal artery with an eluvia drug-eluting vascular stent. The stent was post dilated using an unknown 6x100 mm balloon. Follow-up imaging demonstrated excellent results. The non-bsc filter wire was retrieved, and completion arteriogram shows no evidence of distal embolization. The patient tolerated the procedure well. On (B)(6) 2023, 272 days post index procedure, the patient underwent a revascularization procedure. The target lesion was located within the left sfa and popliteal artery. Retrograde access was obtained to the right common femoral artery. Using image guidance, a catheter and guidewire were positioned across the area of stenosis. A non-bsc filter wire was positioned in the p3 popliteal artery. Mechanical atherectomy in the left sfa and popliteal artery was then performed using a jetstream catheter. Percutaneous transluminal balloon angioplasty was then performed using an unknown balloon along the length of the sfa and popliteal artery. Follow-up imaging demonstrated suboptimal results due to moderate residual stenosis. Balloon angioplasty was repeated using a ranger drug-coated balloon, but moderate residual stenosis remained the same in the mid sfa. Transcatheter stenting was then performed using an eluvia drug-eluting vascular stent. Balloon angioplasty was then performed using an unknown angioplasty balloon. Follow-up imaging demonstrated excellent results. The patient tolerated the procedure well. No further patient complications were reported.